Event description:
It was reported the gastrovideoscope had crystals in the scope obstructing the view. The issue occurred during an endoscopic ultrasound. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01044. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.